Event description:
A healthcare facility in australia reported, via a fisher and paykel healthcare (f&p) field representative, that the ojr412 optiflow junior nasal cannula broke during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to nasal cannula section d2b: product code updated to btt section d4: lot number and UDI details: f&p exercised a good faith effort to obtain the device identification, but no additional information was received from the healthcare facility section g1: contact person updated to mr. (B)(6) section g4: PMA/510(k) number updated. Method: the complaint ojr412 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that one tube was detached from the cannula joint. Glue residue was observed at the detached tube end. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in australia reported, via a fisher and paykel healthcare (f&p) field representative, that the ojr412 optiflow junior nasal cannula broke during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint ojr412 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint cannula revealed that one tube was detached from the cannula joint. Glue residue was observed at the detached tube end. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported, via a fisher and paykel healthcare (f&p) field representative, that the ojr412 optiflow junior nasal cannula broke during use. There were no reported patient consequences.